Event description:
It was reported that the expiratory failure occurred on ventilator. There is no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the expiratory failure occurred in the ventilator. Our field service engineer investigated the ventilator on site. Several pre-use checks were performed and all tests passed. No deviations could be found and no errors were reproduced. The device is in clinical use. The root cause to the reported issue could not be established by this investigation.